Event description:
It was reported that approximately five years after a vena cava filter had been implanted, three detached filter arms were discovered. One detached filter arm was identified in the ivs, one filter arm was identified external to the ivc surrounding tissues, and one filter arm was identified in the lung. The filter was successfully retrieved. The detached filter arm in the ivs was removed with a snare; however, no attempts were made to retrieve the other two detached arms. The patient is reported to be asymptomatic. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. One image was provided. Based upon the image provided, the complaint investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown.